Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that during a laparoscopic rectal resection, the cartridge fell off near the pelvis at the first firing. It was retrieved and reloaded to complete the case. There were no adverse consequences to the patient. No further information is available.